Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, a sales representative reported via email that an ar-3652sp fibertak rc suture anchor experienced an issue during use. During an arthroscopic rotator cuff repair on (B)(6) 2026, the anchor was inserted into the greater tuberosity and secured as intended. Upon securing the implant, the surgeon observed that the swaged 1.7 mm suturetape slid within the anchor, while the 1.3 mm suturetape remained static and did not slide. The anchor itself remained secure and maintained its position, allowing the surgeon to proceed with the repair using the sutures from the anchor. There was no patient harm reported. Additional information was received on 19-jan-2026: after insertion of the anchor, while positioning the sutures for passage through the cuff, the surgeon noted that the 1.7 suturetape was sliding rather than the 1.3 suturetape. No fraying, loosening, or separation of the suture was observed. The procedure was completed using ar-3652 fibertak rc suture anchors, with additional arthrex swivelock implants used. There was no case delay or additional anesthesia administered.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including incorrect surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.